Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the middle of the ptfe pad was deformed and there was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is possible since the physician activated output with grasping and twisting a tissue and continued to activate output after the tissue separated, the probe and jaw came into contact with each other and the probe damage error displayed due to the stress of the contact with the probe and jaw. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was reported that the subject device did not work from the beginning. There was no patient harm reported.